Event description:
It was reported that it was noted that there was no tip on the monopolar cautery instrument upon opening the box. Reportedly, the instrument could not be used and it was a brand new.

Manufacturer narrative:
The monopolar cautery instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the connector plug of the instrument was blocked by a broken piece from a previously installed a-sure cautery hook accessory. Multiple attempts to install an in-house hook accessory onto the instrument failed. It has been concluded that the hook accessory broke due to mishandling or misuse. The monopolar cautery instrument is used in conjunction with a a-sure hook accessory. Failure analysis investigation also showed that the instrument had 4 uses remaining. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broke piece from the hook accessory that remained installed in the monopolar cautery instrument found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.